Manufacturer narrative:
The t:slim user guide states: only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:slim system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels highest (306 mg/dl) the customer delivered boluses via the pump to stabilize bg levels. The customer stated elevated bg's were due to eating late and not having a good nights sleep. Reportedly, the customer uses u-500 insulin. The customer was educated that only humalog and novolg have been tested and found to be compatible for use in the pump. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.